Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and readjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to generate fluoroscopy x-ray attributed to communicate error message display. This was resolved by rebooting the system. There is no report of death or serious injury.